Manufacturer narrative:
E1 - event site name:(B)(6) hospital. The serial number for the medical device referred to in this medical device report has not been received. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use of sensation plus 40cc intra-aortic balloon there was an unable to calibrate fiber optic sensor alarm. No harm to the patient was reported.